Event description:
The account reported the brakes will set but the brake casters still roll. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters were damaged due to the account mishandled the bed and the brake casters were bent and missing plastic covers. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all brake and brake steer casters to resolve the issue. Based on this information, no further action is required.